Manufacturer narrative:
Device passed the displacement test. And self-test. All buttons functioning properly. No damage in the keypad assembly noted. Device received with broken belt clip rails and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that buttons of insulin pump did not gave any response. There was a part of on the keypad was sticking out. The buttons on my insulin pump need to be pressed several times for them to work. Customer did not received a stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.